Manufacturer narrative:
As per the investigation results, the tip of the screwdriver blade was broken and the flanks were heavily, plastically deformed due to application of high torsional forces. The fracture surface showed torsional forced rupture. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, mfg or design related problems.

Event description:
Tip of the screw driver blade was found to be broken during investigation.